Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer. The customer was performing startup when a leak (volume not provided) from the blood sampling valve (bsv) was identified. The leak of clear liquid was not contained to the unit. The customer was wearing gloves and labcoat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) instructed the customer to clean the blood sampling valve (bsv) by cycling diluent through the bsv three times and tightened the bsv knob after cleaning. Customer called back and reported that this did not resolve the leak from the bsv. The field service engineer (fse) spoke with the customer by phone and determined the probe was bent and instructed the customer to straighten the probe. After straightening the probe, the rinse block appeared to be functioning properly but the customer ran background testing and the red blood cell (rbc) and platelet (plt) parameters failed background testing. The fse arrived on site and evaluated the instrument. The probe was bent and was replaced. Replacing the problem resolved the leak and failing backgrounds for the rbc and plt parameters failure mode was identified: failure mode for the leak and the rbc and plt background failures was the probe was bent. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).